Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited a low impedance alert. It was further reported that the ra lead potentially exhibited undersensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.